Manufacturer narrative:
Jp (B)(6) 2016 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The notes stated that the unit has no alarm sound, the wire connected to the power switch was disconnected and is causing no alarm sound, it was reconnected.